Event description:
It was reported that after implant of a new generator, the patient developed a hematoma which subsequently started to bleed. The patient went to the emergency room. Pressure was applied and the patient was cleaned up. Additional information was received indicating that the hematoma developed directly under the incision site where the generator replacement took place. The patient will be following up with the surgeon weekly for follow up and care. It was indicated that the patient is progressing nicely and that the swelling has almost completely resolved. It was also noted that there were no known falls or contributory events that lead to the hematoma and there were no medication changes made before or after the reported event.